Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a stenting treatment procedure, the patient had a blood clot. The introducer sheath was used to facilitate the placement of an unspecified stent. The dilator was reinserted into the sheath after the interventional procedure, and remained inside the patient. Upon patient discharge, the physician noticed the dilator was still in place. The dilator was removed. The patient had a blood clot. No complications occurred. Additional information was requested and is not available.